Event description:
This male patient with a history of obesity, previous pci (non target), hypertension, insulin-dependant diabetes, peripheral vascular disease, and family history of coronary disease was admitted for coronary evaluation. He was currently taking aspirin, plavix, statins, ace inhibitors, and beta-blockers. The indication for the procedure was unstable angina with resting ECG changes. Heparin was administered during the procedure. Clotting times were not monitored. Angiography revealed a de novo, 80%, 28mm, b1 type lesion in the ostium of the distal rca. The lesion was within the bifurcation, which was double-wired to protect the side branch. The site was pre-dilated with a 2.5 x 10mm balloon inflated to 12 atms. A 2.5 x 33mm cypher select plus was deployed to 12 atms with good results. The stent was not post dilated. The patient was discharged in stable condition after two days. Approximately three months post index procedure, the patient presented for unknown reasons. It was reported that there was no evidence for mi and the cardiac enzymes measured at the time of admission were within normal limits. Angiographic evaluation revealed a thrombosis within the previously placed cypher stent in the distal rca. The patient was stratified to coronary artery bypass grafting surgery (CABG). At six-month follow-up, silent ischemia was noted. Additional information has been requested from the study. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.